Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscope examination revealed that the first cylinder was torn in half at the middle of the cylinder, with the outer sleeve detached and spiraling from the proximal to distal end. Broken and torn fabric threads were identified in the middle of the first cylinder, and tool marks were present on the outer sleeve. The leakage test revealed that the first cylinder had a leak from fatigue in the middle of the cylinder. Microscopic inspection of the second cylinder revealed a hole and broken fabric threads from wear in the proximal end of the cylinder. The leakage test revealed that the second cylinder had a leak from wear in the proximal end, and additional wear at a fold was identified in the proximal, middle, and distal end of the cylinder. The pump was microscopically inspected, leak tested, and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage test; however, functional testing revealed that the pump did not pass the activation test. The flat reservoir was microscopically inspected and leak tested. Microscope examination revealed wear at a fold in the reservoir shell. The reservoir passed the leakage test. Based on the available test results and investigation, product analysis was able to confirm leaks from both cylinders and that the pump did not activate as intended, which supports the reported mechanical issue. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly and the left cylinder was not working as intended. A surgical procedure was performed in which the system was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly and the left cylinder was not working as intended. A surgical procedure was performed in which the system was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).